Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm and it alarmed at least 8 times in approximately 2 hours. The current balloon catheter was inserted via femoral. All cables and connections were appropriate and secure, the helium tank was full and had not alarmed, and there was no presence of blood or any discoloration in the helium tubing. Since the console had already been replaced, there was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site name is: (B)(6). Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1: (event site name). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer requested assistance and reported it had alarmed 8 times in approximately 2 hours. Another member with the customer both mentioned it had been an on-going issue for a few weeks. The customer verified appropriate troubleshooting of the gas loss alarm by checking all cables, connections were secure and appropriate, the helium tank was full and had not alarmed, there was no presence of blood or any discoloration in the helium tubing. Personnel asked if there had been any changes in the patient's clinical status which was denied by the customer. The customer did report that the patient was alert and oriented, shifting around inn bed for comfort but the movement did not seem to correlate with the gas loss alarms. The customer mentioned since it had been an on-going issue, the patient has been compliant with instruction on limited movement in bed. The customer also reported that they had decreased the augmentation by 2 bars during the past few hours, which did not resolve the gas loss alarm. Personnel recommended to the customer to replace the cardiosave console with another cardiosave. Instruction how to switch out the consoles was given, and was completed successfully and appeared to resolve the alarm. The second cardiosave was at max augmentation, and all waveforms and blood pressure indices were appropriate. Personnel provided direct contact information to the customer should the alarm resume. The first pump was sent to biomed. Later the customer called directly and stated the gas loss alarm had resumed and alarmed 6 times within the last 2 hours, the customer verified appropriate troubleshooting. Since the console had been replaced, personnel recommended replacing the helium extender tubing. The customer was unsure if the tubing would be available to them at this time, it was also recommended to decrease the augmentation therapy by 1 bar slowly to see if this would resolve the alarm. Personnel recommended consulting the physician to discuss the continuous alarms despite the troubleshooting assistance that had been provided. Personnel requested a callback from the customer if the alarm continued after replacing the helium extender tubing and decreasing the augmentation therapy. Hours later, esp personnel followed up with another member of the customer's organization and reported that the extender helium tubing had not been replaced. It was reported that the augmentation was currently set at 50% and the gas loss alarm had only alarmed one time. Personnel recommended not to decrease augmentation any further, and explained previous troubleshooting assistance that had been done. Direct contact information was given to the customer and recommended to be given to the physician if they see fit.